Event description:
The pt had surgery in 2003 for laparoscopic lysis of pelvic adhesions, ablation of endometriosis, and peritoneal biopsy by the reporting surgeon. The pt had post-op visit 2 weeks later and reported "continued burning painful sensation lower left quandrant and discomfort right upper quandrant." The surgeon prescribed medicine and gave lupron injection; urinalysis negative. The pt went to the emergency room 2 weeks later for abdominal pain for treatment and was admitted.